Event description:
Pt called alleging erratic readings when doing a back-to-back test. Pt obtained blood glucose of a 170 and a 133 mg/dl. Tests were done less than 10 minutes from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20mg/dl. Technique of applying blood on the test strip was done properly. Pt mentioned that the reading of 170 was used on a particular vial where the strips length was shorter than the other vial of strips they used to obtain the 133mg/dl. Customer service is replacing the vial of test strips.